Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters. During the call the customer stated that their blood glucose levels were impacted due to being sick with pneumonia. Customer reported bg level was not impacted by the charging issue. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.